Event description:
It was reported that during a non-ischemic ventricular tachycardia - left (l-isvt) procedure, the impedance was high at 190 ohms at the left ventricle with this navistar rmt thermocool catheter connected. The ablation, redel, patch cables and the grounding patch were exchanged with no resolution. The catheter was exchanged and the impedance value was still high at 190 ohms. The physician lost transseptal and when he came back to transseptal again, the impedance value became normal and the procedure continued. The impedance issue was not indicative of a reportable event. After, the patient¿s blood pressure dropped and an ultrasound confirmed a pericardial effusion. A pericardiocentesis was performed and approximately 1 liter of fluid was removed. The patient was stabilized and under observation. The patient event is indicative of a reportable event. Upon request, additional information was provided on the event. The event was not life threatening. The event did not result in any impairment of a body function or damage to a body structure. At the end of the 30 minute waiting period post ablation, the physician noticed that the patient¿s blood pressure dropped. At that time, the patient complained of tightness in his chest. The physician checked on the ultrasound and found that the patient had a pericardial effusion. The physician¿s opinion regarding the causality was that it was possibly procedure related as he believes that the perforation occurred when he went transseptal the second time. After mapping the premature ventricular contractions (pvcs), he ...

Manufacturer narrative:
(B)(4). It was reported that during a non-ischemic ventricular tachycardia - left (l-isvt) procedure, the impedance was high at 190 ohms at the left ventricle with this navistar rmt thermocool catheter connected. The ablation, redel, patch cables and the grounding patch were exchanged with no resolution. The catheter was exchanged and the impedance value was still high at 190 ohms. The physician lost transseptal and when he came back to transseptal again, the impedance value became normal and the procedure continued. After, the patient¿s blood pressure dropped and an ultrasound confirmed a pericardial effusion. A pericardiocentesis was performed and approximately 1 liter of fluid was removed. The patient was stabilized and under observation. First catheter: the returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed. No occlusion was observed. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by the carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) could not be reviewed since the lot number was not reported. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Second catheter: the returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed. No occlusion was observed. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) could not be reviewed since the lot number was not reported. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. Concomitant products: carto 3 system; model #: m-4800-01; serial #: serial # (B)(4). Stockert 70 system; model #: m-5463-01; serial #: (B)(4). Coolflow pump; model #: unknown; serial #: (B)(4). Soundstar catheter; model #: m-5723-05; lot #: unknown. C3 ez steer cs with auto ID; model #: d-1263-06-s; lot #: unknown. (B)(4). Event description continuation: lost his transseptal and had to recross. The physician performed a pericardiocentesis. The patient required extended hospitalization. The outcome was that the patient was stable and was in ccu. He was expected to make a full recovery. The patient¿s baseline before the procedure was that the patient had a prior myocardial infarction (mi) but was healthy. There were no other factors that might have contributed to the event. The physician did not experience any difficulty in manipulating the catheter. The rf generator was set to ¿power-control¿ mode. The physician ablates at 40w. The flow setting was set to 20 ml. The sheath used with this catheter was the agilis sheath. The act maintained during the procedure was unknown. As soon as the catheter was connected to the patient interface unit, the high impedance was noticed. The impedance cut off was set to 200 ohms . The impedance issue did not occur during ablation.